Event description:
A passeo-35 xeo was selected for a treatment in the left a. Femoralis. During the intervention, the balloon burst at a pressure of 10 bar within the femoral artery.

Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the balloon has been inflated and was deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the proximal part of the balloon. Microscopic inspection revealed a small pinhole in the balloon surface about 12 mm distal to the proximal x-ray marker. Scratches were observed in close vicinity of the pinhole. It seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the product was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# (B)(4). The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the balloon has been inflated and was deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the proximal part of the balloon. Microscopic inspection revealed a small pinhole in the balloon surface about 12 mm distal to the proximal x-ray marker. Scratches were observed in close vicinity of the pinhole. It seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the product was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patient's anatomy.